Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0fgj5, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot#: va0fgj5, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they and the patient were never happy with the implantable neurostimulator (ins) since implanted. About six weeks ago, the patient was ¿experiencing difficulty with the cable junction behind their right ear¿ along with ¿twinging¿ problems behind their ear as if they ¿got a little shock.¿ the patient¿s physician checked the ins and ¿noticed an impedance on one half of the battery¿ and switched the patient from program a to b. The healthcare provider (hcp) also found the patient had a ¿big incision behind their ear¿ noting there was ¿something wrong with the cord that came out of the device to make the connection behind the ear.¿ the consumer confirmed they were referring to the lead. The lead and ins were replaced today (the ins replaced due to normal battery depletion). Relevant medical history includes parkinsons dual and movement disorders.

Event description:
Additional information received from the consumer reported the circumstances that led to the lead issue was after a battery replacement in (B)(6) of 2018 there were impedances in the device in their chest which required reprogramming in 2020. The lead was replaced in (B)(6) of 2020 but was not eroding through the skin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.